Event description:
It was reported that a patient underwent a gynecological procedure to treat cystocele, rectocele, vault prolapse and stress urinary incontinence on (B)(6) 2006 and pelvic floor repair mesh was implanted. The patient experienced pain, incontinence, swelling, infections, dyspareunia and other injuries following the procedure, and was informed by her surgeon on (B)(6) 2011 that the mesh had eroded into the tissues of her body. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery in (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, vaginal scarring, and organ perforation. It was reported that the patient underwent the following procedures: on (B)(6) 2011 and (B)(6) 2011 the patient underwent removal of exposed mesh due to complications from mesh erosion, and removal of additional mesh. (B)(4).

Manufacturer narrative:
(B)(4). Upon review of the medical records , the patient did not have this product implanted. Therefore medwatch report 2210968-2012-01986 is being voided.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-01982, 2210968-2012-01983, 2210968-2012-01984, and medwatch 2210968-2012-01985. The same patient is represented in each medwatch.